Manufacturer narrative:
The devices remain functioning in the pt. Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - other: after reading films on this pt, gore imaging services has confirmed an endoleak of unknown origin. This endoleak is most likely contributing to the identified aneurysm enlargement. Please note: attached list of add'l devices implanted in this pt and related to this event. Pxc181000/03229693. Pxc141200/041190313-this device was manufactured at manufacturing site number 2953161.

Event description:
In 2004, this patient was implanted with a gore excluder. Aaa endoprosthesis. The event date, a computed tomography scan identified the patient with a possible endoleak and ~4 mm aneurysm growth. Films were sent to gore imaging services and evaluated. An endoleak of unknown origin was identified, and the reported aneurysm enlargement was confirmed. As reported, the patient is currently doing well, and remains asymptomatic, the patient is being followed regularly by the physician. Currently no intervention is planned.